Event description:
Customer reported hospitalization due high blood glucose readings of 400 mg/dl. Customer reported feeling sick, dehydrated and nauseated prior to the hospitalization. Customers blood glucose levels were lowered to 148 mg/dl at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. Customer's current blood glucose reading is 211 mg/dl and has treated with an insulin syringe. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.